Event description:
Same case as MFR# 2134265-2008-02180, 2134265-2008-02181, 2134265-2008-02182, 2134265-2008-02184. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis and myocardial infarction occurred. The physician implanted five taxus express2 drug eluting stents (sizes unknown) in several coronary arteries (unspecified location). An unknown amount of time later, the patient suffered late stent thrombosis and, as a result, suffered a myocardial infarction. Further information has been requested but has not been received.

Manufacturer narrative:
Device analysis. As no device was received for analysis, it is not possible to perform any inspections on the device. As the batch number is unknown a review of the manufacturing records could not be carried out. As the upn is unknown a ship history could not be carried out in order to identify potential batch numbers for this complaint. Therefore, a review of the manufacturing records for potential batches that this complaint was reported for could not be carried out. The root cause will be documented as anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use.